Manufacturer narrative:
(B)(4): manufacturing date: 22february2013. Expiration date: 31january2018. Review of the scn (sterile control number) record of the reported lot/part number and confirmed that it is conforming. This confirms that the sterility assurance documentation was reviewed and determined to be conforming. No non-conformance reports were reported that would contribute to the complaint condition. A product investigation was completed: the complaint condition for the 09.402.226 lot number 6905624 radial head and 04.402.009 lot number 7607066 radial stem was likely caused by an incorrectly sized implant or patient noncompliance; however, this complaint is not likely a result of any design related deficiency. Per the technique guide, the 09.402.226 radial head and 04.402.009 radial stem are implants routinely used in the radial head prosthesis system. The radial head was manufactured in february 2013 and is over two years old. The radial stem was manufactured in june 2014 and is over a year old. The balance of the returned devices is in fairly worn condition consistent with implantation and removal. Relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The devices were returned and reported to have become loosened. This condition is unconfirmed; the implant was removed from the patient, but loosening of the implant cannot be confirmed without preoperative and postoperative x-rays being provided. It is likely that an incorrectly sized implant or patient noncompliance has led to this complaint condition. No design related issues were found that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for one unknown radial head size 26mm. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a radial head prosthesis, implanted on (B)(6) 2014 was found to be loose a number of months prior to being explanted on (B)(6) 2015. The device was found during an x-ray to be loosening in the bone and it was noted by the surgeon during the explanting of the device that there was no bone ingrowth evident. The device was fully and successfully explanted with no fragments being left behind. No additional medical intervention was required and no additional devices were implanted during the revision surgery. The status of the patient was reported as satisfactory; no known instability of the joint at the time of the report. This report is for one unknown radial head size 26mm. This is report 1 of 2 for (B)(4).